Event description:
Triple transducer set up beginning of case. At time of connection, went to draw back, could not get air to stop entering, tubing. By the time flash was available - line clotted. Potential for air embolus.